Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-45 lead, implanted (B)(6)2000. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, possibly due to an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.